Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of component damage - leak could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 10010903 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that bd maxguard extension set was damaged. The following information was received by the initial reporter with the following verbatim it was reported by customer that the y set at the stop cock it cracks and leaks out.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of component damage - leak could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material mx4439 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.